Event description:
Per clinical review: on (B)(6) 2018, the heart-lung machine (hlm) had no issues during the first case of the day. The perfusionist powered down after the first case and re-powered up the system for the second case of the day. He had no issues priming and setting up for the case and no known error messages. He was able to read his flow from the centrifugal pump while he was priming. Shortly after commencing cardiopulmonary bypass (cpb), the perfusionist read dashes on his centrifugal control monitor and a black "x" where the flow of the centrifugal pump should be displayed over the pump flow on the central control monitor (ccm). He was still able to read the revolutions per minute (rpms) and all patient line pressures were appropriate. To troubleshoot, he got another flow probe and plugged it into the module, but it was still reading dashes. Next, he unplugged the flow module from the network interface card (nic) board, but no changes. Thirdly, he used a different module from an extra hlm, with a second flow sensor, but still no flow reading. He went back to his original module and original flow sensor, plugged the module into the nic board and the flow probe into the module, and the flow was able to be displayed. All this troubleshooting took him about ten minutes, but the surgical procedure proceeded without issue. He stated the patient was stable and since he was able to understand his patient's systemic vascular resistance (svr), pressures, and rpms from the display, he felt there was no apparent harm to the patient. The perfusionist continued the case without issue and the field service representative (fsr) was able to exchange the flow sensor on (B)(6) 2018. There was no blood loss associated with the event, and this loss of information from the flow sensor did not delay the surgical procedure.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the flow meter module and the flow sensor to function as intended throughout the evaluation, however, an excessive amount of dried contamination was observed on the flow sensor connector as well as the flow meter module connector. This was likely the cause of the loss of communication.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) replaced the flow module. The suspect unit was returned to the manufacturer for evaluation. Per data log analysis, on (B)(6) 2018 at 12:55:35 pm a perfusion screen is exited. The system is gracefully shut down at 12:56:14 pm and powered back up at 12:57:50. The flow module appears to have failed it's self test, and the central control monitor (ccm) sends a specific reset request to the flow meter. The flow meter ignores this request. This indicates that the likely operational status of the flow meter is "0c". This will cause a red (not black) 'x' to appear on the flow meter icon on the ccm. The flow meter was disconnected and reconnected and the problem was no longer there. Most likely there is an intermittent problem with the generic board. Replacing the flow pod should resolve the issue.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the flow communication was lost and a black "x" was displayed. The flow module was reconnected and the flow was displayed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint has been confirmed. If additional information on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.